Manufacturer narrative:
Additional information was received on 9/30/2020. The event date was 9/13/2019. The patient is a 28 year old male. Three months after the procedure, the patient presented symptoms, and a computerized tomography (CT) scan revealed that the patient¿s that the left inferior pulmonary vein (lipv) had complete stenosis and a balloon dilatation was performed. The physician¿s opinion is that the cause of this event was procedure. The patient¿s condition has been unchanged. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed as the complaint device was discarded. It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure on (B)(6) 2019 with a thermocool® smart touch® sf bi-directional navigation catheter and suffered pulmonary vein stenosis requiring surgical intervention (balloon dilatation). Months after the procedure, the patient presented symptoms, and a computerized tomography (CT) scan revealed that the patient¿s that the left inferior pulmonary vein (lipv) had complete stenosis and a balloon dilatation was performed. The pulmonary vein (pv) diameter before the intervention was 3mm thick and 12 mm high. Three months have passed since the balloon dilation, and the pv returned to 3mm in diameter and 5mm in height. The same pv diameter has been maintained as of (B)(6), 2020. The physician commented that the event might have been caused by applying too much energy inside the vein as the pv was flat originally. There¿s no indication that extended hospitalization was required. Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30230562m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure on (B)(6) 2019 with a thermocool® smart touch® sf bi-directional navigation catheter and suffered pulmonary vein stenosis requiring surgical intervention (balloon dilatation). Months after the procedure, the patient presented symptoms, and a computerized tomography (CT) scan revealed that the patient¿s that the left inferior pulmonary vein (lipv) had complete stenosis and a balloon dilatation was performed. The pulmonary vein (pv) diameter before the intervention was 3mm thick and 12 mm high. Three months have passed since the balloon dilation, and the pv returned to 3mm in diameter and 5mm in height. The same pv diameter has been maintained as of july 15, 2020. The physician commented that the event might have been caused by applying too much energy inside the vein as the pv was flat originally. There¿s no indication that extended hospitalization was required. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.